Manufacturer narrative:
(B)(6). The device is not available to be returned for analysis. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f brite tip sheath could not be inserted into the patient and the tip became frayed. Another non-cordis sheath was used to complete the procedure. There was no reported patient injury reported. The device will not be returned for analysis. The patient information was unknown. The intended procedure was a percutaneous coronary intervention (pci). The target lesion was the unknown. The rate of stenosis was unknown. A transfemoral approach was made at an unknown access site location. It is unknown if the access site had any calcification, tortuosity or stenosis. A long sheath was used for the procedure. It is unknown if there was difficulty obtaining access into the access site with the long sheath or if it was removed without difficulty. The long sheath was changed to 6f 11cm brite tip sheath in order to use an exoseal vascular closure device. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). However, the brite tip could not be inserted into the vessel. Furthermore, its distal tip became to be frayed. It is unknown if the guidewire was not kinked/bent when attempting to insert the sheath. The brite tip sheath was changed to another sheath (non-cordis) and the exoseal was used to complete the procedure. The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f brite tip sheath could not be inserted into the patient and the tip became frayed. Another non-cordis sheath was used to complete the procedure. There was no reported patient injury. The patient information was unknown. The intended procedure was a percutaneous coronary intervention (pci). The target lesion was unknown. The rate of stenosis was unknown. A transfemoral approach was made at an unknown access site location. It is unknown if the access site had any calcification, tortuosity or stenosis. A long sheath was used for the procedure. It is unknown if there was difficulty obtaining access into the access site with the long sheath or if it was removed without difficulty. The long sheath was changed to 6f 11cm brite tip sheath in order to use an exoseal vascular closure device. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use (IFU). However, the brite tip could not be inserted into the vessel. Furthermore, its distal tip became frayed. It is unknown if the guidewire was not kinked/bent when attempting to insert the sheath. The brite tip sheath was changed to another sheath (non-cordis) and the exoseal was used to complete the procedure. The procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. Review of lot 17386279 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.